Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the touch screen not responding in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue during the preventive maintenance (pm), indicated that the iabp was unresponsive. Using a known good user interface (ui) from a separate unit, logs showed a repeated fault 63. Parts were ordered and the video generator pcba was replaced but issue persisted. The stm ordered a new touch screen and after installation, the system began responding to touch inputs. The stm completed a full calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. The iabp was returned for clinical service upon completion.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the touch screen not responding in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.